Event description:
Per the clinic, the patient was hospitalized overnight (specific date not reported) due to dizziness. The patient also was treated with oral steroid for 7 days (specific date not reported) for postoperative vertigo. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 26, 2024.